Event description:
Customer reported she was receiving no delivery alarms on her insulin pump. Customer stated she had to change the infusion set and reservoir 4 times in the last 40 hours due to the no delivery alarms and experiencing high blood glucose. Customer disconnected and performed a manual insulin bolus of 1.0 unit and insulin came out. Customer had to go to the doctor and blood glucose was 269 mg/dl. Customer stated that she might have a site issue because she has lost a lot of weight. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.